Manufacturer narrative:
(B)(4). Date sent: 7/30/2020. D4: batch #u5af5n. Investigation summary: the analysis found that one plee60a device was returned with the anvil bent upwards and with one gst60g reload loaded in the device. The reload was received partially fired 1/2 with the reload deck damaged. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, on the first firing with a gst60t and seam guard, the anvil on the plee60a bent in thick tissue and would no longer fit down the trocar for the second fire. A similar device was opened to complete the case and the gst60g reload that was removed from the first plee60a was reloaded into the new device, and a seam guard placed on the device. When the device was fired, an immediate loud crunch was heard and the firing sequence stopped, despite attempts to use the reverse button. Even engaging the manual override would not open the device. The device had to be cut out and the procedure was completed with a new stapler and over-sewing the defect. The procedure was delayed by twenty minutes. There were no patient consequences.